Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "had issues with two etts. First they heard leak when intubating the patient and had to use a different tube. The next they checked the tubes pressure prior to intubation and noticed a leak in the cuff". No patient harm or injury. The patient status is reported as "fine".